Event description:
It was reported that during patient follow up, an alert of noise oversensing due to myopotentials was detected. The device was reprogrammed and the patient will be monitored.

Manufacturer narrative:
(B)(4).